Manufacturer narrative:
Customer reported that the issue began when someone from their it department was working on the router. The customer was assisted in changing the computer port options. Once the change was completed, the system functioned as intended.

Event description:
Customer reports that the instrument was printing the same pt ID and results for all samples tested. There was no report of injury for this event.